Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. Upon follow up, the user facility¿s clinic manager (cm) confirmed the reported issue and said that they replaced the blood pump rotor, which resolved it. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed based on objective evidence provided by the cm.

Event description:
A user facility¿s clinic manager (cm) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment at the initiation of a patient's hd treatment resulting in blood loss. The 2008t hd machine did not alarm, but is not expected to for this issue. A fresenius dialyzer was also in use. The patient¿s blood was not returned; estimated blood loss was 50ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. To repair the machine, the blood pump rotor was replaced. The machine was returned to service following the repair. The blood pump rotor was not available to be returned to the manufacturer for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment at the initiation of a patient's hd treatment resulting in blood loss. The 2008t hd machine did not alarm, but is not expected to for this issue. A fresenius dialyzer was also in use. The patient¿s blood was not returned; estimated blood loss was 50ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. To repair the machine, the blood pump rotor was replaced. The machine was returned to service following the repair. The blood pump rotor was not available to be returned to the manufacturer for evaluation as it was reportedly discarded.